Event description:
Meter does not power on. No info on how long the pt had a power issue with the meter. The pt had a seizure and was taken to the hosp where pt was treated with food and/or beverage. No other info was provided regarding the seizure or blood glucose results at the hosp. The battery was replaced less than a year ago and was in good condition. Customer svc was unable to resolve the power issue and sent the pt a replacement meter. This case is being documented as a malfunction, since the power issue with the meter was not resolved.